Manufacturer narrative:
This is one of two initial MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00068. (B)(6). (B)(4). (B)(6). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by a health care professional, during the procedure two deltaplush coils ((B)(4) and unknown catalog/lot) failed to detach. When retrieving the coil delivery systems it was determined that the coils failed to detach properly, hence the coils were removed from the patient remaining still attached to the delivery system. Other coils (deltaplush coil/lot unknown) were used with the concomitant devices prior to and after the reported event. No damage was noted on the microcatheter prior to use, during use or upon removal; the same microcatheter was used throughout the procedure. There were no reports of additional intervention or surgical delays and there were no reported complications or injuries to the patient. The complaint products are available for analysis.

Manufacturer narrative:
This is follow-up MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00068. Added additional devices codes for unreported damage discovered upon failure analysis. Corrected result code.

Manufacturer narrative:
This is one of two final MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00068. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Unreported damage located 15.0 centimeters off the proximal end the core wire and coil protrudes outside the sheath. Unreported damage located 29.0 centimeters off the proximal end is a severe kink to the core wire. The circumstances of how and when the above unreported damage occurred cannot be determined. The detachment fiber is undamaged, intact, and did not receive heat and melt. Except for the first two secondary loops off the ball tip, the remainder of the coil has unreported damage of compression, buckling, and stretching damage. The resheathing tool v notch has been severely damaged. The locking mechanism has compression and stretching damage. The circumstances of how and when the above unreported damage occurred cannot be determined. The device positioning unit (dpu) passed electrical testing with resistance at 53.2 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 53.3 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coils non-detachment could not be duplicated. No manufacturing defects were found. The complaint of the coils non-detachment is not confirmed. The dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The most likely contributing factor to the above unreported damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges producing a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the core wire, caused the core wire and coil to protrude through the sheath, and caused a portion of the coils compression and buckling damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment is not confirmed. The device positioning unit passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. The root cause of the unreported damage cannot be determined; however the most likely contributing factor to the damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead retracting back at a forty-five degree angle. Since there was no evidence of a manufacturing issue from the analysis or the DHR, no corrective actions will be taken at this time.